Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that starting on (B)(6) 2014, the time and date on the insulin pump had reset to default settings after removing the battery from the pump. It was reported that on an unspecified date, the patient had experienced a blood glucose (bg) of 48 mg/dl with confusion, shakiness, unsteadiness when standing and/or walking, and disorientation. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump would not retain the programmed time and date settings upon removal of the battery and would reset to default settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient had experienced hypoglycemia while on insulin pump therapy. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.